Event description:
It is reported that the patient was revised due to infection.

Manufacturer narrative:
The sterilization process for these devices was validated in accordance with FDA regulations and iso standards. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified devices caused or contributed to any patient infection. After reviewing the device history records they were found to be conforming to requirements at the time of manufacture. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.